Event description:
It was reported that an ilet user experienced persistent hyperglycemia associated with incorrect meal announcements, including selecting lunch when eating breakfast-sized meals and issuing multiple meal announcements as correction attempts, which led to further elevations in glucose and confusion for the system. Symptoms included high blood glucose. Outcomes included the need for user education and troubleshooting without medical intervention. Investigation included review of device data and user-reported use patterns. Investigation of this case revealed misuse of meal types and inappropriate use of meal announcements for correction, with guidance provided to announce meals as breakfast, lunch, or dinner at appropriate times and to use the more/less feature for carbohydrate size, and to replace infusion supplies when glucose does not decline after a meal due to possible delivery issues. It was concluded that user error related to meal announcement practices contributed to hyperglycemia, and education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.